Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos were reviewed by the manufacturing site. The two photos are the same image showing a phacoemulsification tip broken in two pieces at the cone to cannula transition area resting on gauze. The reported issue is confirmed from the photo review. The photo confirms the reported issue of broken tip; however a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the phacoemulsification tip (phaco tip) was loose inside the irrigation sleeve and when checked the tip fell out during cataract surgery without intraocular lens implant. The surgery was completed by changing the tip. No patient impact was reported. This report pertains to phacoemulsification tip involved in this reported event.